Manufacturer narrative:
(B)(4) date sent: 7/11/2016. Batch # unk. Additional information received: sales rep noted that with a high degree of certainty, it is believed that a non-gst (flat deck) cartridge was used, green, ecr60b. Additional information requested but unavailable: what color cartridges were used throughout procedure and specifically in this firing? Was buttressing material used? Were previous staple lines being crossed? What is the bmi, gender of patient? Are photos or video available? What is the current patient status?

Event description:
It was reported that during an esophagectomy procedure, during second firing of device on stomach tissue, at the start of the firing sequence, the tissue in the proximal jaw moved distally as the device was fired. The resulting staple line was malformed, appearing "chewed up". Only one row of staples was visible on specimen side, according to chief resident. Case completed with another device of the same product code. The case converted to mini laparotomy to oversew the staple line. Post-op day one, patient was doing fine.